Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose value was 202 mg/dl. The customer stated that self test was passed and insulin pump was not exposed to a high magnetic field. Customer also stated that was able to clear alarm but alarm occurred during rewind. The insulin pump will not be returned for analysis.